Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose levels with manual injections because the insulin pump would not bring them down after a set change. Customer's doctor changed the basal rates on the insulin pump recently. Customer's health care provider had lowered one of the settings on the device. Customer was advised to change out the entire set, reservoir and to treat their blood glucose per health care provider's instructions. Customer was advised to call back to perform the high pressure test.